Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The battery gauge went from 100% to 5% on (B)(6) 2016. Subsequently, the pump shut down due to lack of battery power. The customer's blood glucose was impacted 600mg/dl. The customer contacted the health care professional (hcp) for manual injection therapy assistance. The customer delivered a manual injection per the hcps direction. It was indicated that the customer would use novolog injections as alternate insulin therapy until the replacement pump was received.